Event description:
It was reported that an ilet user dropped the device and subsequently observed a small blue speck on the display, while the screen and device functions remained operable. Symptoms included no reported clinical effects. Outcomes included no interruption to therapy and no need for medical care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the display artifact was cosmetic with no functional impairment identified. It was concluded that the event did not impact device performance or patient safety, and replacement was declined by the user.